Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mjz923 batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: what tissue layer was the suture used on? Tendon. What was the condition of the tissue (healthy, diseased, fragile, weakened)? Normal. Can you clarify that the date of the event of leakage was (B)(6) 2019? Such as fluid come out from incision, unknown details. Were any cultures taken of the wound? What are the results? Unk. Can you describe the appearance of the suture during the second procedure? Unk. What is the surgeon opinion as to the relationship of the vicryl plus suture and the patient swollen and leakage? Suture reaction. What is the status of the tendon repair? Stable. What was the indication for re-sewing the incision? Leakage. Can you clarify the ¿external fixation¿? External support thing to avoid tension moving. Do you have any suture for return as customer requests photos? No. What are the patient age, gender, weight, bmi, past medical history? Unk. What is the current condition of the patient? Stable.

Event description:
It was reported that the patient underwent a tendon procedure on (B)(6) 2019 and suture was used. The suture was interrupted stitch on the tendon and no anomaly was observed. The patient experienced swelling and leakage on the incision on (B)(6) 2019. An additional procedure was performed to re-sew the wound; apply pressure dressing and external fixation. The patient condition is reported as stable. Additional information has been requested.